Event description:
Customer reported the rubber sheath came off the needle and remained in the blood culture bottle. This did cause some leakage of blood. There was no report of patient harm or medical intervention. No further patient/event information is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the blood collection device has not been returned. A follow up report with failure investigation results will be submitted should the device be received for evaluation.